Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the reported information, which included a report that the patient experienced a blood loss during hemodialysis (hd) treatment due to a leak between the patient¿s dialyzer and clic blood chamber, was reviewed. Per the reporting party it is suspected that the connection was not tightened enough prior to the initiation of the treatment. The patient¿s treatment was terminated and the estimated blood loss to the patient was 2 pints, however, no medical intervention was required. The patient did not require any extra hd treatment or experience any adverse event as a result of the blood loss. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
A biomedical technician (biomed) at a user facility reported a blood leak that occurred approximately an hour and half into the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between patient¿s dialyzer and the clic blood chamber. The biomed stated that no visible defect or damage was seen on the clic blood chamber or the dialyzer and suspects the leak was due to the connection not being properly tightened. The patient¿s treatment was discontinued. The patient¿s estimated blood loss (ebl) was reported to be two pints. Per the biomed, the patient¿s treatment was not restarted, however, the patient did not experience any adverse events, symptoms, injuries, or require medical intervention as a result of the reported event and not completing treatment. The patient went home after the reported event and has since returned to the clinic for their scheduled hd treatments with no issues and without reoccurrence of the reported event. The biomed confirmed that the clic blood chamber is a fresenius device, however, the lot number was unknown. The complaint device has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius clic blood chambers shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.